Manufacturer narrative:
The device was received fully deployed. The exposed portion of the soft cannula was observed to be stretched and flattened. Upon testing the fluid path, the cannula was measured to be out of specifications. Despite the damage to the cannula, the fluid was able to exit the entire fluid path as intended. Although damage was observed, it cannot be determined when or how this damage occurred. No other damages or deficiencies were observed during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 380 mg/dl while wearing the pod longer than 48 hours. As treatment, insulin was delivered.